Event description:
The device showed alarm message "flow sensor calibration needed" and did not pass the calibration process of the flow sensor.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause based on the available information and data could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.